Event description:
It was reported that during a spine deformity procedure from t2-l2, the surgeon was using the socket wrench with straight handle and the handle fell apart in the surgeons hand. The surgeon used another socket wrench with straight handle but something inside the wrench was not working and the wrench would not capture the nut. The surgeon then used the wrench with l-handle to complete the procedure. Nothing was left in the patient. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The product evaluation visual inspection revealed that the shaft and pin are together but the handle was returned in three broken fragments. The shaft has two non-synthes labels on it which is not a result of the manufacturing process. The handle has residue from a label or sticker which is not a result of the manufacturing process. Because all features related to this complaint could not be verified, this complaint is indeterminate from a manufacturing perspective. Testing this wrench with the mating implants its designed to be used with showed there are no issues with this specific wrench and it functions as intended.